Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead, a right ventricular (rv) lead, and a left ventricular (lv) lead due to bacteremia. A spectranetics lead locking device (lld) was inserted into each lead to provide traction to aid in extraction. The physician used a spectranetics 16f glidelight laser sheath and a spectranetics 13f tightrail rotating dilator sheath to attempt removal of the leads but was unsuccessful. During attempts to extract the leads, all three of the leads along with the llds broke under the clavicle near the pocket and were abandoned in the patient. It was reported that the physician struggled to get a co-axial plane while attempting removal of the lead and llds out of the surgical pocket. Due to the severe angle and calcification, it compromised the integrity of the llds causing them to shear off. There was no reported patient injury. This report is being submitted to capture the lld which was providing traction to the rv lead when the lld and lead broke and both remained in the patient.